Event description:
It was reported that during normal pulse generator change out the physician used electrocautery; the device stopped pacing and resumed after 3 minutes - CPR and rescue breathing had to be administered on the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.